Event description:
It was reported that following a stenting treatment procedure, stent thrombosis occurred. The procedure treated the 100% stenosed target lesion located in the severely calcified and mildly tortuous left anterior descending artery. After pre-dilation, a 2.5x24mm ion stent was advanced and deployed with no post dilation. The patient was later discharged on anti-platelet therapy. In (B)(6) 2012, the patient presented with stent thrombosis. It was reported that the patient had discontinued his antiplatelet medication. Coronary intervention was performed noting the proximal segment of the stent was not well apposed to the vessel wall. Treatment utilized poba. No further patient complications occurred and the patient status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).